Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 21cm x 12cm ipp was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient experienced dissatisfaction with the inflation and length with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 21cm x 12cm ipp was implanted. Should additional relevant details become available, a supplemental report will be submitted.